Event description:
It was reported that the device was used during an unknown procedure. It was reported that the clips came out very slowly and did not close completely. Another device was used to complete the case. There was no consequence to the patient.